Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the lot number was provided, and the production records for the returned items were reviewed. The records were complete and no non-conformances were found. In reviewing the returned items, foreign matter was found in the outer packaging for one unit and in the inner packaging for the other unit. Both items were visually re-inspected, and both items passed the visual acceptance criteria. The foreign matter could not be identified; however, the packaging process was reviewed. The exact root cause could not be determined. One potential root cause for the outer packaging is the foreign matter may have come from the vendor purchased component, hidden within a fold. Another potential root cause for the outer packaging is the foreign matter may have come from the tyvek roll used to seal the outer package. The foreign matter in the inner packaging was found in the vendors seal. Packaging operators were made aware of the complaint. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Foreign matter was noted in the package before use. Another product was used to complete the case. There were no adverse consequences to the patient. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.